Event description:
Rec'd report of chemo leak from a leak at the tubing set filter. The pt was receiving an intravenous chemo agent (ifex). The filter leaked an unk amount of fluid onto an unspecified site on the pt. Protocol for chemo exposure was followed, with "no pt damage" reported.